Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The meter display has faded segments in the results field that make the results field difficult to read. There was no allegation of misinterpreted results.

Manufacturer narrative:
The customer's meter was received for investigation. The returned device could not be powered on so a visual inspection was performed. The battery contacts and the circuit board are contaminated by liquid which has penetrated and corroded the solder contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.